Manufacturer narrative:
(B)(4). Reported event of stent coil detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl ureteral stent was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, ¿while retracting wire, plastic piece broke at wire insertion point and separated from catheter. Was not left in patient.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.